Manufacturer narrative:
The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 - health effect: corrected manufacturer¿s investigation conclusion: the reported event of bleeding between the pump and the apical cuff could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist device (lvad), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. Additionally, review of the device history records for the apical cuff lot number 10476775 showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that bleeding was observed between the pump and the cuff during surgery. The physician was informed to twist the pump while on the cuff to better engage the seal. This resolved the issue.